Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a ruptured cassette when the door was opened. The fluid spilled out of the patient¿s cycler. The pdrn also reported a volume error alarm during fill 3 of 3 of treatment. The treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated that the patient was not able to complete treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for evaluation to confirm the alleged product malfunction. The lot number of product involved is unknown however no information was found with the customer number provided, consequently no product was returned from the distribution center to be analyzed. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. The device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.